Manufacturer narrative:
Other healthcare professional this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained tachycardia episodes and high sensing integrity counter (sic). It was noted that the high rate episodes appear to show external electromagnetic interference (emi) on the atrial and ventricular electrograms, supposedly caused by swimming in a pool. The rv lead currently remains in use. No patient complications have been reported as a result of this event.